Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient revised due to recurrent dislocation. Right.

Manufacturer narrative:
After the initial report it was determined that this was reported in error. The alleged event was for the left hip which contained no microport products. Please void the initial report.